Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The reported complaint was not duplicated at the service center. There was no harm or injury reported. Logs related to vent inop were not recorded in the error log but e - 65535 were recorded many times during the period when the event occurred. The pca was replaced to prevent recurrence. No abnormality was confirmed but the following parts were replaced as regulated by maintenance procedure to prevent failure: blower and inlet foam. Software was upgraded from v.3.5 to v.3.6.